Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 311.01, lot 3986775: release to warehouse date: august 02, 1999. Manufactured by synthes brandywine. No non-conformance reports (ncr's) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. H3, h6: a service and repair evaluation was completed: the customer reported the mini quick coupling of the handle no longer works. The repair technician reported the device is not coupling properly. Coupler damaged is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. H3, h6: a product investigation was completed: upon visual inspection, it was observed that there were slight nicks on the handle but have no impact on the device functionality. No other issues were identified with the returned device. A functional test was performed at service and repair evaluation. During functional test, the device was not coupling properly, and it failed to operate smooth and non-binding through entire range of operation. A dimensional inspection was not performed as the internal components were inaccessible without destruction of the device. Based on the date of manufacture, the current and manufactured revision of drawings were reviewed. The complaint condition was confirmed. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to device maintenance. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the wire extension of the 1.3/1.5 and the 2.0/2.4mm depth gauge were broken off, while the mini quick coupling of the handle no longer works. The issue were discovered during processing/sterilization of the devices. There were no patient and surgical involvement. This report is for one (1) handle with mini quick coupling . This is report 3 of 3 for complaint (B)(4).